Event description:
The customer reported the ventilator alarmed and displayed codes that indicated spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.